Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) level was 555 mg/dl. Bg was addressed by administering manual injections. In addition,the customer had manual injections available as alternate insulin therapy.